Event description:
Additional information was received that following second replacement that patient was programmed to highest settings which cause patient to have to be hospitalized due to profusely shaking. Since this incident she has had nothing but problems from vns. She wakes up during the night feeling pain only on left side of body. It is described as tightness and the patient will also shake each time this happens. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient reports that lately she has been having multiple amounts of seizures each day. No other relevant information has been received to date.